Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Damage was found at the 90-degree bend, indicating improper installation of the formed needle, which was not seated in the slide retract. This improper seating caused the failure of the needle to retract and contributed to bleeding, bruising, and pain during insertion. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The following field was updated for correction: g3 - date received by mfg: 12/7/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) was 109 mg/dl while wearing the pod between 36 and 48 hours. After experiencing pain, bleeding and bruising, patient found the pod's needle had not retracted; this indicates a needle mechanism failure.